Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer questioned inr results on coaguchek xs meter with serial (B)(4). The customer initially tested at 11:49 a.m. On the meter with a result of > 8.0 inr. (During a review of the meter memory, there is one test prior to this at 11:37 a.m. Of 7.1 inr.) The customer tested again at 11:57 a.m. On the meter with a result of 7.8 inr. The customer tested on the meter at 12:59 p.m. With a result of 7.5 inr. The customer tested on the meter a final time at 1:01 p.m. With a result of 5.8 inr. The customer used a different finger for each test. Due to the meter results, the customer went to the hospital for a laboratory test. At 5:50 p.m. The result from a laboratory using the dade innovin method was 6.4 inr. The customer was advised to hold his coumadin for 3 days based on the laboratory result. On (B)(6) 2018 the customer had a result of 5.2 inr on his meter. The customer's therapeutic range is 2.0 - 3.5 inr. No adverse event occurred. The customer feels ok. The customer is not anemic and does not have antiphospholipid antibodies. The customer is not on heparin or other direct thrombin inhibitors. The customer is not experiencing any bleeding or bruising. The customer has not had any changes in diet, has not been ill recently and is not taking any new medications. The meter and test strips were requested for investigation. The customer returned the meter and test strips. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint that would point to a cause for the result discrepancy. Relevant retention test strips (lot 266836) were tested in comparison with the current master lot at roche mannheim. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to determine a definitive root cause.